Manufacturer narrative:
The customer declined ge service. No repair information available. Block a: no patient information provided after calls to customer 05/21/24 and 07/01/24. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements.

Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information received to date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in a potential pressure issue during a case. The unit was replaced and case resumed. There was no patient injury.